Event description:
It was reported that the ilet bionic pancreas sustained a cracked screen when a rock struck the device during lawn mowing, resulting in physical damage to the display hardware. Symptoms included no reported adverse clinical effects. Outcomes included no impact on patient health and no medical intervention. Investigation included customer interview, troubleshooting, and education on device handling and data sync prior to replacement. Investigation of this device revealed external mechanical impact to the screen component consistent with user environment damage, with no indication of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to external impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.